Event description:
A (B)(6) female pt with no prior cardiac history presented in the ER was complaint of chest pains that had been occurring for 2+ hours. Sent to cath lab with 40 minutes of arrival due to probable evolving myocardial infarction. A large clot was found in a main artery with 3 vessel occluded. Pt went into cardiogenic shock. She was intubated and placed on the ventilator. Ventilator placed on the floor beside cath lab table. At some point, the circuit disconnected from the ventilator without alarm. The pt did expire. The initial reporter does not know the timing between the events and did not know if the pt expiring was related to the device.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.